Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, -9.00 diopter in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting, and glare/haloes. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op corrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: lens was returned in liquid in lens case/vial. Visual inspection found that the haptic was broken. Claim #(B)(4).